Event description:
It was reported that the customer experienced high blood glucose levels and that the infusion set had been pulled out. The blood glucose reading was over 500 mg/dl. The customer declined troubleshooting assistance, advising that the insulin pump was fine. She stated that she had brittle diabetes, which caused high and low blood glucose levels. She reported issues with her infusion set tape adhesive. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see medwatch report # 3004209178-2015-48596.